Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the keypad was noted to be torn through the up arrow, down arrow and ok buttons with the button contacts exposed. On testing, the up arrow, down arrow and ok buttons had normal response and were functional. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons. The audio bolus button cover was noted to have a hole in it, but was functional on testing. The display was found to be dim, faded and discolored. Adjustment of the contrast settings did not resolve the display issue.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014: damaged keypad, button contact contamination and a dim, faded, discolored display screen.